Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced failure to pair a dexcom g7 continuous glucose monitor (cgm) sensor with the ilet while the sensor was functioning in the dexcom application; once directed to review the sensor menu on the pump, glucose readings appeared, and the user was advised to pair with the pump first and then the dexcom application. No adverse clinical symptoms reported. Outcomes included no impact to health and no hospitalization. User support included product technical support review and user guidance on correct pairing sequence. Investigation of this case revealed that the device functioned as designed and that the issue was attributable to pairing sequence and user setup, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related technique during device setup.